Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an expected desat alarm was not provided on (B)(6) 2018 at 14:30 for bed 5. Additional information provided identified this as an infant patient with 02 saturation values during times in the 50s down to the 20s. For a patient of this type, action would be warranted to preclude injury though the patient did not suffer harm in this case. For these reasons the event is classified as a serious injury. The patient was an infant patient with a desaturation event. The patient was not harmed. Specific actions taken to manage the patient condition were not described however an infant with a desaturation event with o2 saturation in the 50s and below would warranted medical care to preclude further hypoxic impact.

Manufacturer narrative:
Phone not provided.